Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out. The following information was provided by the initial reporter. The customer stated: we "re-cap tubes to send them for further testing, and some tubes leak when the cap is being put back on."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary no samples and no photos were returned by the customer in support of this complaint. The 100 retentions were visually inspected with no issues being identified. Bd was unable to confirm the customer¿s indicated failure mode because no samples or photos were returned. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tube there was stopper creep out. The following information was provided by the initial reporter. The customer stated: we "re-cap tubes to send them for further testing, and some tubes leak when the cap is being put back on."